Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was accidentally left open, which caused the entire system to shut down due to a short circuit. The pyxis would not power back on and displayed a black screen. The user subsequently unplugged drawer 4 from the bus, after which the machine powered on and resumed normal operation. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer had been left open, causing a short circuit to the entire pyxis. A field service engineer reported that the customer had complained about the station not turning on and assisted the customer remotely, and the customer confirmed that the station was working and customer checked station using pyxis application to resolve the issue. The system functioned as intended after the field service engineer investigate the device.